Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 237020m5, genesys matryx 7.0 x 20 mm interference was being used during a multi ligament procedure on (B)(6) 2023 when it was reported ¿during mcl repair surgery, genesys screw broken while inserted in the tunnel, broken implant was removed from the body.¿. Further assessment found that the device did fragment and was removed from the surgical site with the use of a grasper. The procedure was completed with the use of an alternate genesys screw, and the current status of the patient was reported as ¿recovered well, no infection.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that a surgeon should review the instructions for use and become familiar with the required operating procedures before utilizing this device. Until ligament healing is complete, all fixation achieved with this screw should be considered as only temporary and may not withstand weight bearing or other unsupported stresses. Premature bending, loosening, fracture or migration of the screws may result from early stress and activity. Appropriate immobilization/controlled mobilization should be used until clinical determination of ligament healing. Do not kink or bend guidewire before insertion. This will prevent proper insertion and may damage the screw. The screwdriver/screw assembly should not be used as a lever. The screwdriver/screw assembly has to be parallel to the drill tunnel. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 237020m5, genesys matryx 7.0 x 20 mm interference was being used during a multi ligament procedure on (B)(6) 2023 when it was reported "during mcl repair surgery, genesys screw broken while inserted in the tunnel, broken implant was removed from the body." Further assessment found that the device did fragment and was removed from the surgical site with the use of a grasper. The procedure was completed with the use of an alternate genesys screw, and the current status of the patient was reported as ¿recovered well, no infection. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.